Event description:
Thirty minutes into the treatment, the pt complained of shortness of breath and became restless. Clinic staff noted microbubbles in the venous line passed the uabd. Oxygen was administered and the pt returned to the clinic a few hours later to complete the treatment. The gambro technical services (gts) rep was unable to duplicate the reported condition but replaced the uabd transducer and the blood handling driver cca as a precaution.